Event description:
The following was reported by the patient's wife: on (B)(6) 2008 the patient had an implant of a composix e/x mesh for an umbilical hernia which was done by laparoscopic approach. Postoperatively the patient was admitted for observation. The patient had an ileus that initially was treated conservatively. The patient did not show improvement and was taken to the intensive care unit later diagnosed with sepsis. On (B)(6) 2008 the patient underwent explant of the composix e/x, repair of a bowel, perforation and lysis of adhesions. Per the patient's wife, when the mesh was removed it was noted to have "broken apart". On (B)(6) 2008 the patient underwent repair of a recurrent abdominal wall hernia with bilateral muscle flap closure and reinforcement with an allomax graft. The following is based on medical records provided by the patient: on (B)(6) 2008 - patient underwent laparoscopic ventral hernia repair with composix e/x. On (B)(6) 2008 - patient underwent explant of composix e/x mesh. On (B)(6) 2008 - patient underwent repair of recurrent incarcerated abdominal wall hernia with allomax graft.

Manufacturer narrative:
Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient provided medical records however the procedure documenting the explant of the composix e/x mesh was not provided. A discharge note included in the patient's medical records indicates that a brownish fluid was tapped from his abdomen and during the explant a bowel perforation was noted. Currently, there is no way for us to determine the cause of the perforation and no sample was returned for evaluation however, infection is identified as an adverse event in the product's instructions for use. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no conclusion can be drawn.